Event description:
A customer reported a cartridge alarm 20, which did not have any adverse impact on their blood glucose level. The issue did not occur during the load process, but the customer was unable to resume insulin therapy as the alarm recurred. Technical support assisted the customer in loading a new cartridge, confirmed that the customer will be using mdi as backup therapy, and decided to replace the pump as it is under warranty. A replacement pump with updated software was sent to the customer, and instructions were provided for storing and returning the problematic pump. The customer acknowledged the instructions and was informed about the need to program their new pump settings and connect the cgm to the replacement pump.